Event description:
It was reported that the lens was dry. There was no liquid in the vial and white powder was present in the packaging. The lens was not used. This occurred w/two lenses. This report references lens 2 of 2. Ref MDR: 1313525-2015-00471 for lens 1 of 2.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.